Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and no recurrence of the malfunction code was observed. The customer was advised to continue using the pump and to contact support if the issue reoccurred.